Event description:
Initial results of hcg-b reported as 0.725 mlu/ml, 0.844 mlu/ml, and 0.623 mlu/ml. Repeat of same samples recovered >10,000 mlu/ml, 9323 mlu/ml, and 409.1 mlu/ml respectively. No info was provided indicating if the results were used to guide therapy. The field service rep determined the customer needed to use an adapter in the sample rack for proper tube alignment. The field service rep installed the appropriate sample rack adapters and performed performance check tests.